Manufacturer narrative:
Analysis was performed by customer only. Based on the information provided by customer, the product malfunction was unable to be confirmed. Customer re-plugged the capacitor and performed the self-test again, the product is back in service. A review of the service history for this device shows that the problem has not been reported again for this device. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. If additional information is received, the complaint file will be reopened for further investigation.

Event description:
Philips received a complaint on the device efficia dfm100 indicating that clinical medical staff found equipment errors during daily inspection, indicating the termination of electric shock. Device is outside of clinical use. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.